Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4014swc was removed on (B)(6) 2018 due to failure to osseointegrate 9 months and 1 day after implantation. The patient has no significant medical history but is a tobacco user. The patient has recovered without complications.